Manufacturer narrative:
(B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was vomiting, was clammy and had low flow alarms. The patient was transported via ambulance, the patient experienced extreme diarrhea in the ambulance as well as extremis on arrival. It was noted that the patient had a complete suck down (suction event due to lose of left ventricular cavity from hypovolemia) on the echocardiogram. The patient was reported to have hypovolemic shock as well. It was noted that the patient recently had gastric surgery for obesity on (B)(6) 2020. The patient was resuscitated, fluid was given. It was reported that the on (B)(6) 2020 the patient had a splenic artery branch active bleed for embolization and on the (B)(6) 2020 there was a laparoscopy and peritoneal washout with no further active bleeding seen. It was noted that the bleeding was likely associated from the recent gastric sleeve surgery. A CT (computerized tomography) scan was performed which found an acute splenic rupture with active contrast extravasation arising from the splenic arteries. There was massive mixed density acute intra-abdominal hemorrhage. The patient was listed as being currently in the hospital recovering for the reoperation with an antibiotic cover.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events (gastrointestinal bleeding, hypovolemia, and patient condition) cannot be conclusively determined through this evaluation. No log file data from the time of the reported event was submitted by the account for evaluation. It was reported that the patient recently had a gastric surgery for obesity on (B)(6) 2020. The patient was transported to fiona stanley hospital via ambulance on (B)(6) 2020 due to vomiting, clamminess, low flow alarms, extreme diarrhea, and required resuscitation. Upon arrival to the hospital, an echocardiogram was performed and revealed inflow cannula suction due to hypovolemic shock/loss of the left ventricle cavity. A computerized tomography scan was also performed and revealed a massive acute splenic rupture with active contrast extravasation arising from the splenic arteries. The area of concern was later embolized and the patient received 5.0l of fluids, (B)(4) units of packed red blood cells, (B)(4) unit of fresh frozen plasma, 1 unit of platelets, prothrombin x, and cryoprecipitate. On (B)(6) 2020 a laparoscopy and peritoneal washout were performed ad no further active bleeding was identified. Per the account, the bleeding was likely related to the gastric surgery and the patient was recovering from re-operation with metronidazole and ceftriaxone. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6). The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2019. The heartmate 3 lvas instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The instructions for use provides information regarding anticoagulation, including recommended international normalized ratio values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. This document explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and notes that changes in patient conditions can result in low flow. This document describes all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.